Event description:
It was reported from the system logevity study (sls) that there was oversensing on the atrial lead. Therefore sensing parameters was re-programmed to 0.70mv and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.